Manufacturer narrative:
One fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of the device shows no ts or suture remain on the insertion needle or were returned for examination. Actuator is in its post t2 deployment position indicating a complete deployment. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. This is an acknowledged failure mode that has been evaluated.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the second t did not triggered. All t's were removed. There was no delay or patient injury reported.